Event description:
Pt undergoing a laparoscopic proximal gastric bypass. During closure the needle broke. The incision had to be re-opened. A portion of the subsq. Was removed and the needle was located. No further complications were noted.